Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. Product review of the electric dermatome serial number (B)(6). By flextronics on (B)(6) 2020, revealed that a widthplate screw was missing, the unit was out of calibration, and the control bar position was not correct. Repair of the device was performed by flextronics on (B)(6) 2020, which included replacement of the following: 4 shaft bearings, 2 sleeve bearings, widthplate screw, control bar assembly. Additional repair included recalibration. The device, (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source - foreign - (B)(6).

Event description:
It was reported that the device had to be recalibrated, had missing screw, defective bearings and defective control bar, all needed to be replaced at time of repair. No additional information provided. This unit was delivered to local warehouse with indication it needs pm only. There was no indication of any malfunction, problem with unit nor impact to patient or surgery. No adverse events were reported as a result of this malfunction.